Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06157 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set was fell off during use event on (B)(6) 2024. The blood glucose level was 120-160 mg/dl at the time of event. The infusion set was in use from 1-12 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.